Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: sa-85, sn (B)(4), expiration date: unknown, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another manufacturer¿s stent graft system was implanted in a patient for the endovascular treatment of an 81 mm diameter abdominal aortic aneurysm. It was reported that fifteen heli-fx endoanchors were implanted to repair a type ia endoleak from another manufacturer¿s device. The proximal type I endoleak was determined to be related to the procedure. No action was taken and the event was unresolved. Currently, the patient presented emergently with an aneurysm rupture. The aneurysm rupture was assessed to be related to the index procedure. The patient was converted to open repair and four heli-fx anchors were removed. The procedure was completed but the patient expired the next day. The cause of death was assessed to be due to consequences of the ruptured aortic aneurysm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.